Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving prialt concentration not reported at 17.9 mcg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 the patient reported they were hearing a single tone alarm. Per the patient they missed a scheduled refill on (B)(6) 2019 but missed the refill because she did not have insurance coverage. The last time they refilled the pump was (B)(6) 2019. The patient was inquiring on how much time she had until their pump ran out. The patient was able to use the ptm which displayed an alarm icon. There were no patient symptoms. On (B)(6) 2019 additional information was received from the patient who stated that she was hearing the critical alarm and wondered if there was any way to silence that until she followed up with their managing healthcare provider. It was reviewed that there was not a way to silence the pump remotely, it had to be addressed by the healthcare provider. The patient had an appointment next week but may go in sooner. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-sep-2019 from a healthcare professional (hcp) who reported with respect to the actions/interventions taken to resolve the missed refill and alarming pump that the pharmacy they were using no longer dispensed prialt, so they were trying to find another specialty pharmacy that was in network and dispensed prialt. The patient¿s weight was (B)(6) at her last visit on (B)(6) 2019. No further complications have been reported as a result of this event.